Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was a downstream occlusion. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
H3: one device was returned for repair in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Event log recorded too many (607 times) downstream occlusions (dso) error. Visual inspection found degrade main board and dso sensor due to fluid ingression on main board. The reported problem was replicated. Replaced main board, dso sensor. The device passed all functional tests after the repair.